Event description:
It was reported that the large detector dropped from bed height. The device was in clinical use and there was no patient or user harm.

Manufacturer narrative:
Reference ID: (B)(4). The digitaldiagnost 4.x is a stationary x-ray system for general radiographic purposes. As an option, a portable digital flat panel detector (model "skyplate") can be used for image capture. Philips received a complaint on digitaldiagnost 4.x indicating that the large detector dropped from bed height. The device was in clinical use and there was no harm to patient or user the remote service engineer (rse) performed an analysis and concluded that the detector had been dropped and that there was no issue with the detector. Image quality was checked, and no artifacts were observed following the incident. The rse advised the customer that if artifacts appear in the future, they should first attempt calibration. If calibration resolves the issue, no further action is needed. However, if the problem persists despite repeated calibrations, the customer should report it so a detailed detector review can be conducted. Based on the information available and the testing conducted, the cause of the reported problem was detector drop. The reported problem was confirmed by the customer. Thus, it is concluded that the detector was dropped by accident (user error).